Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was incorrect. Reportedly, the date was set to (B)(6) rather than august. There was no impact to the customer's blood glucose level. The contact was advised by tandem technical support on how to change the date to be accurate.